Event description:
A medtronic representative reported that a site alleged an inaccuracy that occurred while in a cranial biopsy procedure two days earlier, on (B)(6) 2014. The site performed a touch-n-go registration and received a 2.4, they also performed a pointmerge registration and predicted accuracy was 2.7. The procedure continued using the touch-n-go registration and fiducials were placed normally. The surgeon completed the procedure with the use of the navigation system. The surgeon was able to use the sample. There was no impact on patient outcome.

Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Archives of the patient exam for this case were not available from the site. Patient exams and archives removed at completion of procedure on (B)(4) 2014. However, the surgeon said that she was accurate until she got to last fiducials. Surgeon said the inaccuracy was due to the way the fiducial markers were placed on the patient prior to the procedure, specifically the fiducials were not placed low enough on the patient. A medtronic representative tested the system functionality and it passed all tests.